Event description:
It was reported that the patient presented for a follow-up in-clinic. Upon interrogation, the right atrial (ra) lead exhibited loss of capture. The ra lead was explanted and replaced. The patient was in stable condition.